Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet bionic pancreas, with continuous glucose monitoring showing values increasing from 70 to 86 to 112 mg/dl after ingestion of approximately 16 grams of fast-acting carbohydrate, and the caregiver was advised not to announce a meal. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without need for emergency services, hospitalization, or additional intervention beyond oral carbohydrate. Investigation included complaint handling with user interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and that glucose recovered appropriately after treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user-directed correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.